Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set separated the following information was received by the initial reporter with the following verbatim. Icare (tag = target, acutual, gap) 317591 t- infuse versed from bag via IV tubing and pump into pt. A- infused medication into tubing inside IV pump onto floor. G- IV tubing split at portion of tubing that inserts into IV pump, causing leak of medication onto floor 1. Are you able to provide the date of event in format dd-mmm-yyyy? 19-03-2024 2. Are you able to provide the batch/lot number? Unknown 3. Was issue being described noted before, or during used? During use 4. Was there any patient involvement? Yes 5. Any adverse events or serious injury reported to patient or healthcare professional? Did not receive intended medication 6. What was the patient outcome? Unknown 7. Was there any delay of, or change in, the course of treatment due to this event? Yes, needing to acquire new tubing and document loss of medication 8. What procedure was being performed? Medication infusion 9. What medication was used in the procedure? Versed 10. Was there any medical intervention due to this event? Unknown. Note: no further information available.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10 below.